Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 645mg/dl. The customer was experiencing unexplained high glucose for the past two days. The event leading to her admission was vomiting. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that while staying in the hospital the infusion set was removed and found the cannula was bent. The customer's most recent glucose reading was 153mg/dl, and she has treated with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.